Event description:
It was reported that the field representative could not interrogate this subcutaneous implantable cardioverter defibrillator (s-ICD) and suspects that the device is at end of life (eol). No magnet was applied to confirm however, the patient reports hearing beeping tones from years ago. At this time, the device remains in service. No adverse patient effects were reported.